Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter baskets was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket to crush a 2 cm stone. However, the thumb ring broke. With the stone still inside the basket, another trapezoid rx basket was used to pull the stone and basket out. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code a0401 captures the reportable event of thumb ring break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the thumb ring was not broken. However, the handle cannula was detached and has drag marks from the fastening screws. The working length was kinked, the sheath was buckled, the coil was peeled and exposed, and the side car rx was pushed back. Dimensional inspection found the screw measurements were within the tolerances. The tip is still attached to the basket. The reported event was not confirmed. Based on all available information, the handle cannula was detached and had drag marks from the fastening screws. It suggests that an excessive amount of force was applied when the handle was pulled, causing complications during the procedure that resulted in the kinked working length, buckled sheath, exposed and peeled coil, and side car rx pushed back; perhaps the manipulation, technique used, or patient's anatomical conditions contributed to this event. Therefore, the cause code is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter baskets was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket to crush a 2 cm stone. However, the thumb ring broke. With the stone still inside the basket, another trapezoid rx basket was used to pull the stone and basket out. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.